Event description:
A malfunction was reported on the customer's pump, resulting in the customer's blood glucose level exceeding a safe threshold and displaying as "high." The specific blood glucose value was unknown. The customer administered a correction injection using a manual insulin method and did not require third-party assistance. Tandem technical support confirmed the pump was part of a field correction, arranged for a replacement pump with updated software to be sent to the customer, and provided comprehensive instructions for returning the faulty pump. The customer was advised on reprogramming and setting up the replacement pump and instructed to return the defective pump within 10 days to avoid charges.